Event description:
Opm sales director reported that three 4.5 sized suture anchors broke during a surgery he attended. This was the surgeon's first time using the device. The patient was a young woman. Patient name and age are unknown.